Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One open sample that pertains to product code y823g was received for analysis. During the visual inspection of the returned sample, an extra needle suture that pertains to the same product code was found into the labeled winding former; resulting in a wrong number of components in the package, this is different from the requirements for the product y823g of a strand single-armed per package. Based on the information currently available, the wrong number of components was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product determined that it was received twenty-three unopened samples that pertain to the product code y823. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened and a needle/sutures combination was found parked in the winding former, no product mix or incorrect component could be observed during the visual inspection. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in 2024 and suture was used. The suture was reported to be defective. It was not used on the patient, and there was no patient harm. The suture was noticed to be double-armed on the back table. The case was completed using a different lot. No further information was provided.